Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life transfer set leaked from the female connector. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with a minicap. Visual inspection was performed and a broken occlude feet on the light blue main body was observed. Clear passage testing was performed and no issues were observed. The transfer set was leak tested using the returned mini cap with no issues or leaks observed. Clamp function testing was performed and an internal leak through the closed clamp was observed. The cause of the internal leak as due to the broken occluder legs. The cause of the broken occlude legs is undetermined, however there are markings on the occluder legs indicating over torquing of the twist clamp possibly occurred during use.there were no external leaks observed; therefore the reported leak at the female connector was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.